Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the investigation is based on the event description and provided images taken prior to procedure. Based on the provided images and description of event it is plausible that the incident is related to patient condition and/or misplacement of the stent graft which can lead to a type 1 endoleak. Since it is stated that "the delivery system could be advanced with no problem but the stent graft migrated a little toward the distal site when deployment, the sealing might not have been incomplete leading to type I endoleak." Nothing indicates that the endoleak is related to a device failure and no evidence exists to confirm the product was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
A female patient underwent tevar repair on (B)(6) 2012, approached from the left femoral artery. The patient's anatomical form was unsuitable for the repair; there was aortic arch aneurysm observed in dorsal site, and the diameter was a bit larger than 60mm. The first stent graft (zteg-2pt-42-158-pf) was place below brachiocephalic artery as planned. The delivery system could be advanced with no problem but the stent graft migrated a little toward the distal site when deployment. Therefore, the physician inserted delivery system of extension (tbe-42-81-pf) to place it in the proximal site. However, since the delivery system could not pass through the first stent graft ((B)(4)), the physician pushed up the delivery system forcibly, which made distal site of the first stent graft pushed and migrated into the aneurysm ((B)(4)). The proximal site of the stent graft was maintained in the desired position at that time. Also, the extension was not placed due to the advancement difficulty. Another stent graft (zteg-2pt-42-158-jp) was to be placed in the distal site due to migration, but the device could not be delivered to the desired position. However, since the stent graft (zteg-2pt-42-158-jp) could be connected to distal site of the first stent graft (zteg-2pt-42-158-pf), -jp was deployed in the position and placed. Then, proximal type I endoleak from -pf was confirmed ((B)(4)). Then, another manufacturer's device (tgt4015/gore) was additionally placed in the proximal site. Though minor endoleak remained, the physician completed the procedure deciding to take a wait-and-see approach, and the endoleak was resolved on the next day. Patient outcome: there has been no patient outcome reported.